Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation the atrial lead exhibited high impedance, loss of capture, sensing anomaly, and noise. The lead was capped and replaced. The patient was fine and discharged normally.